Event description:
Edwards received notification that a strand of hair was discovered upon opening the jar, embedded on a valve model 3300tfx25mm. As reported, rinsing was done and the hair did not came off, so the scrub nurse had to pull it out from it. The valve was not used and another valve was opened. The patient was still in hospital in stable condition.

Manufacturer narrative:
Multiple requests for additional information and for product return have been performed. The healthcare provider has not returned the device or provided any additional information at this time. The root cause of this event cannot be determined with the available information. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3: evaluation summary: customer complaint of contamination issue was confirmed. As received, valve was still attached to valve holder with all three green sutures intact at the cutting channels. A hair-like particulate approximately 110mm long was found on the surface of all three leaflets on the outflow aspect. The particulate was not able to be rinsed off during rinse procedure per IFU during product evaluation. No suture holes were detected in the sewing ring. Particulate was isolated. One end of the particulate appeared to be a hair follicle and the other end of the particulate was tapered. Per engineering evaluation, based on the size, color and quantity of the particulates shown on the [evaluation] photo, the hair was visually obvious under naked eye. The valve product would be rejected for particulates if observed during the manufacturing process. Based on investigation results, there was no manufacturing deficiency identified based on DHR review and manufacturing process review with cross- functional team. The current mitigations, which were reemphasized during the awareness communication, are deemed to be sufficient to detect and reject particulates/fibers. An awareness communication/training was conducted as a conservative measure. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the available information, a definitive root cause cannot be conclusively determined, however, there are no indications that the hair originated from edwards. A manufacturing defect is not confirmed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.